Event description:
A pharmacist reported that approx three weeks following intraocular lens (iol) implant surgery, the pt presented to his surgeon's office with discomfort in his eye. Upon examination, the surgeon noted the iol was broken. The iol was exchanged in a secondary procedure for the same model lens. In a f/u phone call with the surgeon, he reported that following the exchange procedure the pt was no longer experiencing discomfort. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).